Event description:
Breast implant illness. Chronic fatigue 10 plus years, chronic back pain for 2 plus years with no injury or issue to explain, bilateral shoulder issues requiring physical therapy, ¿brain fog¿ started immediately after implants, dropped out of chemistry degree and had to pursue other career options because I couldn¿t keep up, my hair started falling out last year. I¿ve had chronic diarrhea since implants placed. Also have high blood pressure, pre-diabetes.